Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt of a his bundle lead, the lead became stuck somewhere inside the patient. High thresholds and an inability to pace at high outputs and pulse width were also noted. Upon extraction, small tissue particles were seen on the exposed helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was able to be passed through a c315 catheter. If information is provided in the future, a supplemental report will be issued.